Event description:
The reporter stated that reporter did back to back blood glucose tests, within minutes, using same fingerstick. Reporter's results were 246, 241 and 175mg/dl. Reporter stated that reporter felt tired. On follow up, the reporter stated that a control solution test had been for report, and was in range. Reporter has been cleaning meter with alcohol. No harm was alleged.